Event description:
It was reported that during a thoracic procedure, the device was jamming on unknown firings. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, malformed clip. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; one j shaped clip was released. The jaws were inspected and no burr was found. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the found condition. A batch record review was performed and no anomalies were found during the manufacturing process.